Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the reported issue of b30 error was confirmed. Furthermore, corroded pins in the one touch socket was observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source display a b30 error with the 185 series scopes. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the b30 error appeared due to ¿insertion of wet scope¿. The instruction manual identifies the following related verbiage: ¿before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts are completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction.¿ olympus will continue to monitor field performance for this device.